Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient noticed decrease of vision (20/400 with -2.25 +0.75@140) approximately 3 weeks post implant. The surgeon noticed a slight forward lens vault of nasal hinge with myopic shift. The surgeon is evaluating treatment options.

Manufacturer narrative:
The lens was explanted and returned to b+l for evaluation. Visual evaluation found the lens is in two pieces, with a large piece of the optic torn off. Further testing couldn't be performed due to the observed damage. The cause of the damage cannot be determined. The device history record was reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information the root cause of the event could not be conclusively determined.